Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 1.20mm x 12mm emerge push balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres in less than 5 seconds, the balloon ruptured. The device was removed and no fragments left inside the patient. The procedure was completed with a different device. There were no patient complications reported.